Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had the pump adjusted "a week ago" and the patient had been worse than he was before. The patient was in pain, experiencing "up, down, up, down", not sleeping and was ill. He was better before this adjustment and they thought "something is wrong with the pump." The patient stated the pump wasn't "doing what it is supposed to do." The pump was initially filled with saline, then replaced with medication but all the saline wasn't removed so the patient was getting "a lower dose for 3 months." No further information could be collected as the patient became escalated. No further complications were reported.